Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included overweight. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), alopecia ("hair loss"), feeling abnormal ("pregnancy effects"), vaginal haemorrhage ("excessive vaginal bleeding"), menorrhagia ("prolonged menstruation"), menstruation irregular ("unusual periods"), abdominal pain ("severe and constant abdominal pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (underwent hysterectomy to remove essure device). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, alopecia, feeling abnormal and endometriosis had resolved and the weight increased, vaginal haemorrhage, menorrhagia, menstruation irregular, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, endometriosis, feeling abnormal, menorrhagia, menstruation irregular, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Hysterosalpingogram - on an unknown date: fallopian tubes were occluded. Quality-safety evaluation of ptc: final assessment: this is not a confirmed patient report. The patient requested the essure removal, not the physician and the diagnosis was endometriosis for the hysterectomy. No lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in wi-03635, ¿processing essure cases in dev@com.¿ final risk classification: risk category v. Medical assessment: the events reported are not necessarily indicative of a quality defect. No complaint sample was provided for technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without batch number or sample. At the time of this medical evaluation the technical investigation concluded ¿unconfirmed quality defect¿. Based on the information available, there is no reason to suspect a quality defect. Most recent follow-up information incorporated above includes: on 9-jan-2018: follow up from summons-new events excessive vaginal bleeding, prolonged menstruation, unusual periods, severe and constant abdominal pain, cramping were added. Product start date updated, reporter added. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. On 12-jan-2018: non-significant coding correction. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA division director, reference number: mw5032638) on (B)(6) 2014. The most recent information was received on (B)(6) 2018. Quality-safety evaluation of ptc: final assessment: this is not a confirmed patient report. The patient requested the essure removal, not the physician and the diagnosis was endometriosis for the hysterectomy. No lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in wi-03635, ¿processing essure cases in dev@com.¿ final risk classification: risk category v medical assessment: the events reported are not necessarily indicative of a quality defect. No complaint sample was provided for technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without batch number or sample. At the time of this medical evaluation the technical investigation concluded ¿unconfirmed quality defect¿. Based on the information available, there is no reason to suspect a quality defect. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and uterine haemorrhage ("abnormal uterine bleeding") in a 39-year-old female patient who had essure (batch no. 922612) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included overweight. Concomitant products included cefalexin monohydrate (celex) for anxiety and depression, drospirenone + ethinylestradiol (yaz) from 2008 to 2012 for birth control as well as lisinopril. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("cramping"). In september 2013, the patient experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced weight increased ("weight gain"), alopecia ("hair loss"), feeling abnormal ("pregnancy effects"), vaginal haemorrhage ("excessive vaginal bleeding"), menorrhagia ("prolonged menstruation"), menstruation irregular ("unusual periods") and abdominal pain ("severe and constant abdominal pain"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, uterine haemorrhage, alopecia, feeling abnormal, endometriosis, vaginal haemorrhage, menorrhagia and abdominal pain lower had resolved and the weight increased, menstruation irregular and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, endometriosis, feeling abnormal, menorrhagia, menstruation irregular, pelvic pain, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2012 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: fallopian tubes were occluded quality-safety evaluation of ptc: final assessment: this is not a confirmed patient report. The patient requested the essure removal, not the physician and the diagnosis was endometriosis for the hysterectomy. No lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in wi-03635, ¿processing essure cases in dev@com.¿ final risk classification: risk category v medical assessment: the events reported are not necessarily indicative of a quality defect. No complaint sample was provided for technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without batch number or sample. At the time of this medical evaluation the technical investigation concluded ¿unconfirmed quality defect¿. Based on the information available, there is no reason to suspect a quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received : outcome for events, "vaginal haemorrhage, menorrhagia" were added. Onset dates were added. Patient's demographics updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA division director, reference number: mw5032638) on 13-jan-2014. The most recent information was received on 25-sep-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and uterine haemorrhage ("abnormal uterine bleeding") in a 39-year-old female patient who had essure (batch no. 922612) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included overweight. Concomitant products included cefalexin monohydrate (celex) for anxiety and depression, drospirenone + ethinylestradiol (yaz) from 2008 to 2012 for birth control as well as lisinopril. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("cramping"). In (B)(6) 2013, the patient experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced weight increased ("weight gain"), alopecia ("hair loss"), feeling abnormal ("pregnancy effects"), vaginal haemorrhage ("excessive vaginal bleeding"), menorrhagia ("prolonged menstruation"), menstruation irregular ("unusual periods") and abdominal pain ("severe and constant abdominal pain"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, uterine haemorrhage, alopecia, feeling abnormal, endometriosis, vaginal haemorrhage, menorrhagia and abdominal pain lower had resolved and the weight increased, menstruation irregular and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, endometriosis, feeling abnormal, menorrhagia, menstruation irregular, pelvic pain, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2012, (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: fallopian tubes were occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA division director, reference number: mw5032638) on (B)(6) 2014. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and uterine haemorrhage ("abnormal uterine bleeding") in a 39-year-old female patient who had essure (batch no. 922612) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included overweight. Concomitant products included cefalexin monohydrate (celex) for anxiety and depression, drospirenone + ethinylestradiol (yaz) from 2008 to 2012 for birth control as well as lisinopril. On (B)(6) 2012, the patient had essure inserted. In september 2013, the patient experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), weight increased ("weight gain"), alopecia ("hair loss"), feeling abnormal ("pregnancy effects"), vaginal haemorrhage ("excessive vaginal bleeding"), menorrhagia ("prolonged menstruation"), menstruation irregular ("unusual periods"), abdominal pain ("severe and constant abdominal pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, uterine haemorrhage, alopecia, feeling abnormal, endometriosis and abdominal pain lower had resolved and the weight increased, vaginal haemorrhage, menorrhagia, menstruation irregular and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, endometriosis, feeling abnormal, menorrhagia, menstruation irregular, pelvic pain, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2012 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: fallopian tubes were occluded quality-safety evaluation of ptc: final assessment: this is not a confirmed patient report. The patient requested the essure removal, not the physician and the diagnosis was endometriosis for the hysterectomy. No lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in wi-03635, ¿processing essure cases in dev@com.¿ final risk classification: risk category v medical assessment: the events reported are not necessarily indicative of a quality defect. No complaint sample was provided for technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without batch number or sample. At the time of this medical evaluation the technical investigation concluded ¿unconfirmed quality defect¿. Based on the information available, there is no reason to suspect a quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received: lot number, reporter information, concomitant products and abnormal uterine bleeding were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.